Event description:
It was reported that after a firmware update the pump screen was cracked and the device would not accept user input, consistent with a screen/display hardware malfunction. Symptoms included elevated blood glucose. Outcomes included use of backup therapy per healthcare provider guidance and interruption of normal pump use. Investigation included collection of event details, verification of shipping and return logistics, and request for device return for analysis. Investigation of this case revealed visible screen damage with loss of touch/input function. It was concluded that the device exhibited a display component failure requiring replacement.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance